Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample from a cobas e602 when compared to the results from an architect analyzer. A sample from the patient was submitted for investigation and was tested on a "mod-pe" analyzer and a cobas e411 analyzer. Of the data, the results for ft4, ft3 and thyrotropin (tsh) were discrepant. Refer to the medwatchs with (B)(6) for the other assays. The customer's results were reported to the physician. The physician assumed that the elevated ft3 and ft4 results were due to an interference. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be identified as insufficient sample material was available for further investigation. From the information provided, a general reagent issue could not be detected. The differences between the modular analytics e-module/cobas e601 module and the cobas e 411 analyzer for the ft4 and ft3 assay may be due to a biological component present in the sample that may differently interact with the assay components during the prewash procedure. The differences between the roche and abbott analyzers may be due to the different setups of all assays, the antibodies used and the variances in reference methods. The values of all thyroid parameters vary in function of age, gender and other population characteristics which should be taken into account when analyzing the values.